Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the pt implanted with this right ventricular (rv) lead reported symptoms of nauseousness when pacing at 2 v. No symptoms were reported when pacing at 1.5 v. It was reported that a recent rv lead revision procedure occurred as a result of the rv lead moving and failing to capture. The rv lead was successfully repositioned. Technical services discussed programming considerations. No further information was available. All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.